Event description:
Device went eri after a little over 1 year. On the previous day,the patient received dental x-rays. A device reset was done and the device no longer showed eri. However, after several voltage tests, device voltage was still at or below eri level. It was recommended that device be explanted. On (B)(6) 2014 - as of today, device remains implanted.

Manufacturer narrative:
Upon receipt, the device interrogation revealed the battery status eri. A number of 12 charging cycles was documented. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The memory content of the device was inspected and confirmed premature battery depletion. During further analysis the ICD was opened. The visual inspection of the inner assembly showed no anomalies. Subsequent investigations revealed a damaged integrated circuit on the electronic module. This led to a premature battery depletion and therefore to the clinical observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. Particularly the final acceptance test proved the device functions to be flawless. In summary, the clinical observation resulted from a damaged integrated circuit on the electronic module. The manufacturing records document a flawless device production. It is therefore assumed that the damage occurred after the device shipment, however the exact date of occurrence was not determinable.